Event description:
It was reported that upon reprocessing it was found that the tip of the instrument had fractured. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: component code - the proposed code is drill. Visual evaluation of a picture provided identified that the top of the reamer was cracked. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.